Manufacturer narrative:
(B)(4) the pipeline flex will not be returned for evaluation as it was discarded by the customer. The event could not be confirmed. The event cause could not be determined from the reported information.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. It was reported that the patient was undergoing treatment for tandem, unruptured, fusiform aneurysms in the right ophthalmic internal carotid artery (ica). The aneurysms projected out of the medial and lateral sides of the vessel. Neck diameter was 6mm and 4mm. Landing zone artery size was 3.50mm distal and 4.60mm proximal. The vessel was moderately tortuous. The devices were prepared as indicated in the IFU. The pipeline flex was deployed. It was reported that the distal edge opened slightly then cinched down 2mm proximal. The remainder of the device delivered fine. The physician resheathed and re-deployed the pipeline flex one time; the device deployed the same way. The pipeline flex was resheathed and pulled back through the catheter. A new pipeline flex was used to complete the procedure. Post-procedure angiographic result showed stasis in the aneurysm. There was no report of patient injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.